Event description:
It was reported that during an exploratory laparotomy, after receiving an instrument error (error code 5), the blade tip broke off. Tip located on field. Completed procedure with new device. No pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.